Event description:
During a myelogram procedure in the md4 fluoro room the pt was lying in the prone position. Without warning the image - intensifier (c-arm) started angling by itself, towards the pt's backside. It would not respond to levers, so technologist physically stopped the arm and hit the red emergency stop button. Pt was pinned between camera and table.